Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Often the infusion cannulas are crimped and this results in too high of a blood glucose level. Infusion sets were replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.